Event description:
It was reported that the linx device was deemed discontinuous due to coughing, dysphagia, nausea, bloating and substernal burning. Linx was implanted in 2016. No exact date of explant was given but rep estimates that it might've happened two weeks ago.

Manufacturer narrative:
(B)(4) date sent: 10/14/2024 b3: only event year known: 2024 d6a: exact date is unk. Assumed first day of month and first month of year. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the exact date of implant? When was the exact date of explant? When did the symptoms begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to: productcompliant1@its.jnj.com what is the device lot number? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 11/14/2024 corrected data: d1, d4 d6a. Additional information was requested, and the following was obtained: what was the exact date of implant? (B)(6)2016 when was the exact date of explant? (B)(6)2024 followed by a fundoplication. When did the symptoms begin? (B)(6) 2024. What was the date of the imaging which showed the discontinuous linx? If available, please. Share a copy of this imaging. Please send to: productcompliant1@its.jnj.com. They had an esophagram on (B)(6) 2024 and it also showed during the endoscopy. What is the device lot number? Lxm13. Was the device initially effective in controlling reflux? Yes were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? No just started having recurring heartburn did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? No did the patient have any other surgeries in the area? No

Manufacturer narrative:
(B)(4) date sent: 11/14/2024. Additional information was requested, and the following was obtained: what was the exact date of implant? When was the exact date of explant? When did the symptoms begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to: productcompliant1@its.jnj.com. What is the device lot number? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. I have communicated over the phone all the details I was told to the complaint team. I have also reached out to the surgeon and staff with no response.